Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material #301029 lot #5044598, 5056702, 5058334, 5044601. It was reported by customer that lot 310200, aql 1.0 42 pieces were inspected, and 4 pieces were found with missing printing. Lot 311178, aql 1.0 77 were inspected of which 2 were found with missing printing. Lot 310199, aql 1.0, 1 piece was rejected because it was found with contamination rcc received a complaint via email. A customer of ours reached out to us about an issue with a delivery of c3307. In their complaint, they state that numerous pieces of multiple lots were shown to have missing print on the barrels, as well as some contamination on others. Their sampling data is below. Customer sampling data: lot 310200, aql 1.0 42 pieces were inspected, and 4 pieces were found with missing printing lot 311178, aql 1.0 77 were inspected of which 2 were found with missing printing. Lot 310199, aql 1.0, 1 piece was rejected because it was found with contamination. I have attached the packing lists that came with the deliveries from which these complaints originated, as well as customer-provided photos of the issues. I have samples in hand to send to you for your investigation. If provided with a courier account to use and an address to ship to, I can get these out before the end of the day today. Please let me know if any other information is needed at this time

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter a total of nine 10 ml ll syringes (part number 301029) and one photo were received for evaluation, categorized under two defect types: missing print and foreign matter. The syringes were grouped by lot number and packaged in three labeled plastic bags. Inspection of the foreign matter samples revealed only normal levels of silicone, with no other contaminants present. Evaluation of the missing print samples showed minor discontinuities in the graduation lines and one instance of a break in the number ¿4,¿ all of which remained legible and within the acceptable threshold defined in the product specification. The photo provided was consistent with the physical samples. Based on the assessment, all samples were found to conform to product specifications. Furthermore, a device history record review was completed for the provided lot numbers 5044598, 5056702, and 5044601. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.